Event description:
It was reported that the bd safetyglide¿ needle broke at the hub during use and the doctor need to retrieve it. The following information was provided by the initial reporter: dr. Was inserting freezing into patient's tonsil abcess using a 22 1/12 inch needle which broke off at the hub. Dr was able to retrieve and discard. Patient aware of what happened. Patient aware, no one received a needle stick but potential for harm was there. Who was affected? Patient.

Manufacturer narrative:
Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle broke at the hub during use and the doctor need to retrieve it. The following information was provided by the initial reporter: dr. Was inserting freezing into patient's tonsil abcess using a 22 1/12 inch needle which broke off at the hub. Dr was able to retrieve and discard. Patient aware of what happened. â¿¿patient aware, no one received a needle stick but potential for harm was there. Who was affected? Patient.